Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a lost sensor alarm on the insulin pump. The customer's blood glucose level was 191 mg/dl. It was explained to the customer troubleshooting steps for lost sensor and also explained that insulin pump volume is pre-set and may vary based on battery strength. The customer was advised reorienting or relocating the transmitter or receiving device, or both. The customer was advised to call if the issure occurs and monitor the insulin pump.